Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was 397 mg/dl with low ketone levels at the time of report; however, the bg level was not impacted for past events. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.